Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an empty intravia container disconnected from the bag. This was further described as a nurse had spiked the bag and ¿when the nurse attempted to pull the spike out of the nearly empty bag to spike a new bag, the entire port came out of the bag¿. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection revealed that the membrane tube was not attached to the bag. The reported condition was verified. The cause of the condition was determined to be excess force applied to the port during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.